Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The x-ray tube was replaced and calibrated. The system was tested and operates as intended.

Event description:
The customer reported that when fluoroscopy was performed, there was no image displayed and the kilovolts were up to 110kv on the 7900 system. No pt injury was reported.